Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded by the facility. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a bio-cartilage procedure on (B)(6) 2020 an issue occurred with two abs-10011, acp kit series I, both from the same lot #920695773. The first box was opened and the sales rep who was present confirmed that he had checked to make sure the inner syringe was screwed in tight. The rep handed the syringe to the anesthesiologist to draw the blood. As the anesthesiologist was drawing the inner syringe it fell out onto the floor. The blood/bodily fluids spilled out onto the floor. The operating room staff took the necessary precautions in cleaning up the spill. The rep then opened a second package from the same lot and again ensured that the inner syringe was screwed in tightly. As it was being handed to the anesthesiologist the inner syringe fell out onto the floor. This second syringe contained no bodily fluids at the time. They then opened two other kits from different lots and those worked fine. There was no case delay, no additional incisions needed and no additional anesthesia was required.